Manufacturer narrative:
The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to open heart procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause of the malposition was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : no indication of valve return.

Event description:
As reported, an open surgical aortic procedure was planned. The patient had a pre-existing non-edwards tavr valve. The team cut out pre-existing valve leaflets and used a certitude system to implant a sapien 3. The valve landed too high and required explant. The patient's chest was cut open surgically, then the patient was put on pump. The surgeon cut the ascending aorta above the crown of the previously implanted non-edwards surgical valve, placed four years earlier. The mode of failure for the pre-existing is stenosis. The surgeon cut out the leaflets, left the stent frame and then placed a 23mm s3u under direct visualization. The first 23mm sapien was deployed. Upon visualization the first 23mm landed too high and the surgeon was concerned it would cause rca obstruction. The surgeon decided it was not an optimal implant and choose to remove the first 23mm s3u. The first 23mm s3u was wasted. He requested a second 23mm be prepped. Under direct visualization, he placed the second 23mm lower and lining up the inflow of the s3u to the inflow of the pre-existing frame and deployed the second 23mm s3u. Under direct visualization, he could see both the lca and rca were free of obstruction. The surgeon was satisfied with the landing of the second 23mm s3u and they began to take the patient off pump. Once the heart filled, tee showed no pvl and a mg of 3 mmhg. The patient was stable throughout the procedure and transferred to ICU in stable condition. The patient was alive at end of procedure. The valve was successfully implanted. There was no central leak.